Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The power module device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device was damaged and had malfunctioned. It was noted that the device did not function, and the service light emitting didoe (led) was lit up. It was also noted that the device failed pre-repair diagnostic tests for the information button and self-test, charging and checking of the power module in the charger, and function- test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.